Event description:
Information received indicates that the patient had a pericardial effusion during catheters insertion, prior to the start of cryoablation. Two transseptal punctures were done. Mapping was done with a lasso catheter. The sheath was inserted at 1 pm followed by the cryoablation catheter at 1:10 pm. At 1:15 pm, the patient's blood pressure was 90, pulse 105 and 92% oxygen saturation. Echocardiogram was done and the patient was cardioverted. Effusion was diagnosed and pericardiocentesis was done at 1:26 pm and removed approximately 200cc of fluid. At 1:40 pm, patient's blood pressure was 100/62 and had 98% oxygen saturation. Patient was transferred to unit. On (B)(6) 2012, as per physician, the patient was still in hospital, doing well and recovering from surgery. This report is for device 1 of 2.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has not been used. The catheter passed the performance test and the electrical integrity as per specification, also the impedance was within specification. The dissection / pressure test did not show any leak or traces of liquid, blood inside the catheter. No indication of product malfunction. The catheter passed the inspection as per specification. This report will be recorded and trended.